Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02078. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat5 aspiration catheter (cat5) and an indigo system separator 5 (sep5). During the procedure, the hospital technician accidently crushed the distal tip of the cat5 upon insertion into the non-penumbra sheath and therefore, the cat5 was removed. A new cat5 was then inserted, and the physician continued the procedure using a sep5 within the cat5. While in use, the bulb of the sep5 became broken while in use inside the patient, however the bulb did not fully detach from the pusher wire. The physician therefore was able to remove the sep5 and the bulb by simply retracting the sep5. The procedure was then completed using the same cat5 and a new sep5. There was no report of an adverse effect to the patient.